Manufacturer narrative:
The lot was manufactured between september 05, 2019 to september 07, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leakage at the spike port cap from the spike port base. The reported condition was verified. The likely cause of the condition is inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was from an unknown location. This issue was identified during preparation. There was no patient involvement. No additional information is available.